Manufacturer narrative:
The product involved in the incident is not a medical device. However, it can be considered to be similar to sciex's marketed mass spectrometers as they share design characteristics and components. As a result, the malfunction may occur with sciex's medical devices with a remote probability of a serious injury. A correction for similar medical devices has been in process in the us as referenced in section h9 (z-0037-2024, z-0038-2024, z-0039-2024, z-0040-2024).

Event description:
Electrode adjustment nut on the probe assembly of the mass spectrometer was found burnt.